Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an infusion set falling off immediately after attachment due to the tape not sticking event on (B)(6) 2026. No further information available.